Event description:
Reactive arthritis [arthritis reactive]. Case description: spontaneous report received on 28-jan-2009 from a physician regarding a patient with osteoarthritis. The pt received a first synvisc treatment approximately four years ago. Further medical history is not available. On an unk date after starting the last synvisc treatment,the pt experienced knee pain and knee edema with effusion following the second injection, the physician did not report the seriousness and intensity. Knee puncture was performed and the synovial fluid was cloudy. As of the date of receipt of this report, the pt outcome was unk. Concomitant medications were not reported. The physician did not assess the relationship between the events and synvisc. Additional info received on 05-feb-2009 from the physician regarding a (B)(6) male pt, (B)(6). The pt's medical history includes osteoarthritis and right internal meniscectomy in 1981. The pt received two synvisc injections in the right knee on (B)(6) 2008 and (B)(6) 2008. On (B)(6) 2008, the pt experienced reactive arthritis with pain, edema and effusion. A puncture was performed on (B)(6) 2008 and 60-cc of cloudy synovial fluid was aspirated. The bacteriology test was negative; the fluid was very rich with unspecified cells. Two corticosteroid injections with altim were given (dates not provided). Synvisc treatment was stopped permanently. The physician assessed the event as moderate in intensity. The pt recovered on (B)(6) 2008. Concomitant medication reported was structum (2/d). The physician assessed the relationship between the event and synvisc as probable.